Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. The retained from cartridges with the reported lot # were confirmed to be defective.

Event description:
On (B)(6) 2011, the rptr claimed that she has the recall cartridge with lot # b201803 and b201582. During the usage of the reported lot number, the rptr claimed that the pt had high blood glucose of "400 mg/dl" with ketones detected. The lot # b201582 reportedly was leaking the day prior to the call to animas. There was no leakage reported on the lot # b201803. During troubleshooting, the rptr stated she discard the effected cartridge and will not be returning the product. The pt has started on the backup plan for insulin treatment since the onset of the leakage issue. This complaint is being reported because the pt allegedly had hyperglycemia while using the recall lot # b201582.